Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was also noted that there was a lead warning alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). The data showed one nst episode of less than 220 ms v-v cycle is recorded on (B)(6) 2013. There was 223 v-sic that occurred since (B)(6) 2013 and the lifetime count is 73743. The rv pace lead z and svc(hvx) lead z alerts occurred on (B)(6) 2013. The vpace lead impedance rises from an approx. Baseline of 425 ohm to greater than 2000 ohms on (B)(6) 2013.

Event description:
It was reported that there was a patient alert triggered for high impedance and that the lead had oversensing. Possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).